Manufacturer narrative:
Follow-up #1: date of submission 06/11/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump history and black box was unable to be downloaded. Moisture was found behind the display lens. The returned battery cap/returned cartridge cap used to complete testing. The audible tone was functioning appropriately; however, there was no vibration. The display screen remained blank upon startup of the pump and the verify screen was unable to be displayed. The battery compartment was found to be cracked near the cover. The battery compartment was found to be leaking during a leak test. The pump cover was removed; internal moisture was found on the pcb and the internal components. The remaining steps of the investigation were unable to be completed due to internal moisture damage found in the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas stating there was a power issue with the pump. There was reportedly moisture ingress behind the display. The power issue reportedly occurred when the patient was away on a ship and was removed off the pump. It was noted while on the ship, the patient was treated by a doctor on the ship with short acting insulin injections every 2-3 hours on either (B)(6) 2014 or (B)(6) 2014. On (B)(6) 2014, when the patient was off the ship, the patient¿s blood glucose (bg) measurement reportedly was 528 mg/dl and the patient experienced symptoms of vomiting, dehydration, dizziness and was lightheaded. It was noted that the ketone level was unspecified. The patient reportedly was taken to the hospital intensive care unit, discontinued insulin pump therapy, remained in the hospital and was treated via intravenous (IV) insulin injections. There was no indication as to whether or not the pump was damaged. This complaint is being reported because the patient experienced a hyperglycemic event while using insulin pump therapy and due to the alleged power issue with the pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.